Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device failed occlusion, broken door and broken cassette. The event happened during testing.

Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "failed occlusion broken door broken cassette¿ was confirmed through visual inspection. The unit¿s downstream occlusion (dso) seal was lifting. The probable cause was due to force or drop. Further investigation found the unit¿s battery compartment was damaged. Replaced dso seal, battery compartment and all its components, calibrated dso. Updated software to latest version and reset to standard configuration, and the device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.